Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted. There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD will not be returned to boston scientific. At this time there is no additional information. Should additional information become available this report will be updated.